Event description:
Info received indicates the pt positioning monitor/scale is not working.

Manufacturer narrative:
The technician found the scale board was getting wet when the bed was being cleaned by the account. The technician replaced the scale board to repair the bed.